Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect stopper formulation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the user experienced difficulty piercing through the stopper. The following information was provided by the initial reporter. The customer stated: the physical examination department of the hospital blood sampling nurses feel that the stopper is thicker than the needle is difficult to insert, resulting in the blood sampling needle bending situation and the finger of the nurse. It's a non-bd blood needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tubes, the user experienced difficulty piercing through the stopper. The following information was provided by the initial reporter. The customer stated: the physical examination department of the hospital blood sampling nurses feel that the stopper is thicker than the needle is difficult to insert, resulting in the blood sampling needle bending situation and the finger of the nurse. It's a non-bd blood needle.